Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, they experienced nausea, while the cgm reading was low (less than 2.2 mmol/l). The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 3.2 mmol/l, and the blood glucose reading was 32.8 mmol/l. No specific treatment was reported, and it was unknown how much time the patient spent at the hospital, but it was stated that the patient was sent home with instructions to monitor ketones and to replace the infusion set. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on 10/10/2025, they were nauseous, thirsty and had frequent urination while the cgm reading was low (less than 2.2 mmol/l). The patient was brought to the hospital and when a fingerstick was taken the cgm reading was 3.2 mmol/l, and the blood glucose reading was 32.8 mmol/l. No specific treatment was reported, and it was unknown how much time the patient spent at the hospital, but it was stated that the patient was sent home with instructions to monitor ketones and to replace the infusion set. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.